Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer's blood glucose level. Tandem technical support provided information for a pump reset and guided the caller through the process, which successfully resolved the issue, allowing the customer to start their sensor session without further errors.